Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch verio iq meter is giving an error 4 issue. This complaint was classified based on the customer care advocate (cca) documentation. The error 4 issue began on (B)(6) 2014. The patient reportedly took more food/drink to manage his diabetes at the time of concern. One week later, the patient claimed he developed symptoms described as ¿blurred vision and fatigue¿ as a result of the error 4 issue. On (B)(6) 2014, the patient went for a doctor¿s office visit where he was given oral medication to manage his diabetes. The patient reportedly tested at ¿256 mg/dl¿ on doctor¿s meter in the morning on the following day. During troubleshooting, the patient confirmed the test strips were within the discard date. The testing process was correct. The error 4 issue was not resolved as the patient did not have any testing supplies. This complaint is being reported because the patient developed symptoms that can be suggestive of hyperglycemia after the error 4 began. The lfs product was replaced and requested back for investigation.